Event description:
Agent ide study. It was reported that restenosis occurred. On (B)(6) 2023 the patient was treated due to revascularization of the target lesion, which was located in the lcx. The target lesion was treated using a promus premier stent. On (B)(6) 2024, the patient was diagnosed with chest pressure and was admitted to the hospital for treatment. They were given asprin and clopidogrel, and an echocardiogram was performed. The following day, angiography revealed 100% in stent restenosis at the ramus lcx target lesion. The same day, on (B)(6) 2024 the target lesion was treated by balloon angioplasty catheter. Post revascularization revealed a residual stenosis of 40%. On (B)(6) 2024, the patient was discharged and was given dapt. It was further reported that on (B)(6) 2024, in stent thrombosis was noted at the target lesion.

Event description:
Agent ide study: it was reported that restenosis occurred. On (B)(6) 2023 the patient was treated due to revascularization of the target lesion, which was located in the lcx. The target lesion was treated using a promus premier stent. On (B)(6) 2024, the patient was diagnosed with chest pressure and was admitted to the hospital for treatment. They were given asporin and clopidogrel, and an echocardiogram was performed. The following day, angiography revealed 100% in stent restenosis at the ramus lcx target lesion. The same day, on (B)(6) 2024 the target lesion was treated by balloon angioplasty catheter. Post revascularization revealed a resitual stenosis of 40%. On (B)(6) 2024, the patient was discharged and was given dapt.